Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the right ventricular lead exhibited oversensing of noise, decreasing r-wave amplitude, increasing high voltage impedance, and high defibrillation impedance. The patient presented in clinic where programming changes were made. The patient was stable.